Event description:
The user facility reported to terumo cardiovascular group that prior to cardiopulmonary bypass, during prime, the venous inlet was leaking. No pt involvement as this occurred during prime. Product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for eval; however, the investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more info becomes available,. For this reason, terumo referenced eval conclusion (B)(4). Conclusion not yet available - eval in progress.